Event description:
The customer reported the hd 3cmos camera head display an e216 scope communication error. The event occurred during routine inspection and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of error code e216 could not be determined. E216 is an error that occurs when communication among the scope, light source, and processor fails. It is possible that this error occurred because of scope communication failure due to damage or dirt occurred on or adhered to the contacts of the scope connector. Olympus will continue to monitor field performance for this device.